Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient presented to the ER and the x-rays taken that showed head separated from the trunnion on the accolade stem. The trunnion has clear damage and will be revised (B)(6) 2014.

Manufacturer narrative:
An event regarding infection involving an unknown femoral head was reported. The event was confirmed through the medical review. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a medical review was performed and concluded: "infection is a procedure-related complication with sometimes additional patient-related risk factors about which there is no info for this case." Conclusions: a medical review was performed and concluded that "in this case no correlation between any specific device property and infection can be established. As such, this case is caused by a mix of adverse patient-related and procedure-related factors." Further information such as device details, pathology reports, series x-rays, patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient presented to the ER and the x-rays taken that showed head separated from the trunnion on the accolade stem. The trunnion has clear damage and will be revised (B)(6) 2014. Update from investigator: based on review of the medical records it was determined that the revision surgery under this pi is related to infection. The stem disassociation is being investigated under a separate record.